Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology were not reported. It was reported that after the bifurcated stent graft was implanted it was found to have partially covered the left renal artery. The physician believes the stent graft unintentionally moved up slightly during deployment. Blood flow to the renal artery was not diminished and there was no impact to renal function. The physician inflated a reliant balloon above the flow divider and tried to pull the stent graft down; however, this was not successful. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion); lack of information (unknown cause of stent graft movement during deployment). Conclusion: lack of information (unknown cause of stent graft movement during deployment).